Event description:
According to the report, in a repeat bentall procedure, there was a "nob" of bioglue present over the coronary button. Subsequently, the surgeon tried to "snap" off the bioglue. The coronary button was damaged and as a result, the patient did not survive the procedure. However, details of the procedure and the overall condition of the patient prior to the repeat procedure are unknown at this time. This is not an indicated use of bioglue in the united states.

Manufacturer narrative:
This report is currently ongoing. Additional information will be provided in the final report.